Manufacturer narrative:
Initial and final (B)(4)- device 2 of 4. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in brazil. It was reported that the patient faced four infusion sets bent cannula events on (B)(6) 2026. The infusion set was in use for one day. The blood glucose level was 280 mg/dl and symptoms included feeling unwell and nausea. The patient was treated with syringe injection. The patient replaced the infusion sets and resumed insulin successfully. No further information available.